Event description:
Additional information was received from a consumer. It was reported that the device was turned back on, and channels changed, but the issue was not yet resolved. It was stated that the cause of the stimulation being off, and the other device issues was not determined, and it was not determined if the fall caused any of the issues. It was noted that the patient had scheduled an appointment with a urologist for december 12. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall about 3 weeks ago and now the stimulation did not seem to be working which started about a week after the fall. The family member stated that now of the ¿channels (programs)¿ were not responding. It was noted that the patient did not have a managing physician and was sent physician listings for follow up. Additional information received on the same date reported that the patient was having trouble with the stimulator and it was not responding following the fall. No troubleshooting/interventions had been performed. Further information received from the family member reported that the patient took a fall maybe 3 weeks ago and over the next week, they noticed urinary problems. The family member tried putting the programmer on but none of the 4 channels were not responding and got a sync now screen. It was also reported that the stimulation will go down but would not go up. After synchronizing the programmer to the ins, it showed that the patient was on program 1 at 2.1 and the stimulation was off. It was reviewed that the therapy needed to be on for it to be effective. The family member stated that when the stimulation had been turned on program 1 at 2.1, it had been effective and was helping with their urinary symptoms. It was noted that the patient had recently moved and were to receive hcp listings. The family stated that the patient had not gone to their hcp for any test and did not know how or when the stimulation turned off but the patient¿s fall was mentioned. It was noted that the patient was the one who worked with the programmer. Their primary care physician (pcp) was not familiar with the ins device. The family member was directed to follow up with the hcp to report the issue and resolve any potential issues. There were no further complications reported or anticipated.

Event description:
Follow up information received from the patient reported that they had seen a doctor and their device had been reset. They noted that it was fine. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.